Event description:
The user reported a disconnection at the triple lumen joint during priming of the set. The set was not used on a patient. The IV set has been requested for investigation but not received to date.

Manufacturer narrative:
(B) (4). (B) (4).